Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump had blank display. Customer's blood glucose was unknown at time of incident. Customer states that they are not able to switch on the pump and pump did not react. Insulin pump will not be return for analysis.